Event description:
It was reported that the patient had surgery on thursday and everything was working fine with their implantable neurostimulator (ins) until last night around 10 pm the group setting changed from c when it should be a. With assistance the patient was able to get back to the correct group setting. It was found that the stimulation therapy was off and the patient was able to turn back on. The patient stated that they felt the stimulation where they wanted it (¿issue resolved¿). It was noted however, the group c setting was not helping their back now (was instead going to their knees and buttocks) and wanted to change the setting back ¿to where it was¿. The patient had been trying to change the setting back since 5 this morning and ¿can¿t get it back¿. There were no further details, interventions or outcome reported regarding this event. Further information was not able to be obtained with the contact information provided. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# unknown, product type: programmer, patient; product ID neu _unknown_lead, serial# unknown, product type: lead. (B)(4).